Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The balloon, markerbands and tip of the device were microscopically inspected. Functional testing was performed by connecting an inflation device filled with water to the hub. Water was found to be streaming from a pinhole in the balloon material, located at the distal edge of the distal markerband. Microscopic inspection revealed a longitudinal burst in the balloon material that was 13mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-jan-2017. It was reported that balloon inflation failure occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, during inflation, it was noted that the balloon was damaged and cannot fill completely. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.